Manufacturer narrative:
The device image was saved and the device was tested at nominal settings. The device exhibited normal device characteristics and no anomalies were found.

Event description:
It was reported that the patient has deceased. There is no known allegation from a healthcare professional that suggest that the death was device related. The primary cause of death was cardiopulmonary failure; secondary to myocardial infarction, coronary artery disease, chronic obstructive pulmonary disease - copd and atrial fibrillation. No further information was available.